Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that balloon deflation problem and removal difficulties were encountered. The 90% stenosed target lesion was located in the mildly calcified left anterior descending artery. A 3.50 x 24 synergy ii drug-eluting stent was advanced for treatment. However, when pulled into the guiding catheter, it got caught at the entrance part of the guiding catheter and it could not be removed from the body. So, it was pulled out from the body together with the guiding catheter and resistance was felt during removal. When it was checked, the balloon was wrinkled and it did not seem to be completely deflated. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. E1 initial reporter city: (B)(6). Devie evaluated by MFR.: synergy ous mr 3.50 x 24 mm stent delivery system was returned for analysis without the stent. A visual examination of the stent found that the stent was not returned as it was positioned and deployed successfully at the lesion site. The balloon cones were reviewed, and signs of positive pressure applied to the cones were noted as its wings were relaxed and not tightly folded. The distal section of the balloon including the distal balloon cone is bunched. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along several location of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a kink in the shaft polymer extrusion measured at 55 mm distal to the distal end of the port bond. The balloon was inflated using a pressure of 16 atm with no issues. Vacuum was pulled and the balloon deflated in 20 seconds with no issues. The encore inflation device was verified before and after use up to 16 atm using a druck gauge. No other issues were identified during the product analysis.

Event description:
It was reported that balloon deflation problem and removal difficulties were encountered. The 90% stenosed target lesion was located in the mildly calcified left anterior descending artery. A 3.50 x 24 synergy ii drug-eluting stent was advanced for treatment. However, when pulled into the guiding catheter, it got caught at the entrance part of the guiding catheter and it could not be removed from the body. So, it was pulled out from the body together with the guiding catheter and resistance was felt during removal. When it was checked, the balloon was wrinkled and it did not seem to be completely deflated. No patient complications were reported.